Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. At 5:04 the nurse came to the bedside of the patient for care and the display turned red and a message 'ventilator inoperative' was displayed. The alarm did not sound. They switched to ambu bag and replaced the device with the emergency reserve device (ev002). At 9:00 the sales representative was contacted by the hospital me. At 14:00 the sales representative collected the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. At 5:04 the nurse came to the bedside of the patient for care and the display turned red and a message 'ventilator inoperative' was displayed. The alarm did not sound. They switched to ambu bag and replaced the device with the emergency reserve device (ev002). At 9:00 the sales representative was contacted by the hospital me. At 14:00 the sales representative collected the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, the ventilator inoperative alarm was duplicated by operational checking. The record of the error was confirmed in the error log as well. The device's system board and blower assembly were replaced to resolve the issue. The ventilation stopped and the alarm sound was emitted when the duplicating check was being performed, so it is speculated that the situation was the same at the time of the event. It is considered that there is a failure in the blower drive circuit on the system board. Additionally, final testing, battery check, valve check, run in tests and cleaning were performed. The unit operated properly.